Manufacturer narrative:
(B)(4). Only event year known: 2018. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What procedure were they performing? How was the procedure completed? Was there any patient consequence?

Event description:
The clips didn¿t probably hold the vessel and kept falling off.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what procedure were they performing? Lap colectomy. How was the procedure completed ? They used a competitive clipper on the end. Was there any patient consequences ? No. Were the clips placed on the vessel and then the clips fell off? Yes according to the scrub sister the clips didn¿t fully close down on the vessel and they kept slipping off and or weren¿t very tied on the vessel. Weren't nicely formed.

Manufacturer narrative:
(B)(4). Batch #: r9249x. Device analysis: the analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found with no damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 12 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.